Event description:
It was reported that the customer was hospitalized for high blood glucose. Prior to hospitalization, the customer changed the infusion set and reservoir because she felt ill. Troubleshooting was performed. The insulin pump passed the self-test and high-pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.